Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that a microknife xl was used during an endoscopic retrograde cholangiopancreatography procedure on a female pt. According to the complainant, during the procedure, the first sphincterotome had orientation issues. When using the microknife xl triple lumen it appeared to the physician that the needle was bending. It did not fall into the pt. The entire catheter was removed from the pt. The procedure was completed successfully using another microknife xl triple lumen device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complaint indicated that device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info becomes available, a supplemental medwatch will be filed. (B)(4).